Manufacturer narrative:
The black box shows evidence of a voltage drop on (B)(6) 2015 at 18:17. Battery compartment crack observed below grip pad. Battery compartment threads are damaged. The battery cap is damaged. Due to damage pump intermittently powers with returned battery cap. A test battery cap was used for all testing. The current draws within specifications; idle-80ma, sleep-00ma, load-190ma, rewind-170ma. A "battery life" issue was not duplicated during investigation. No evidence of moisture or loose components inside pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.